Manufacturer narrative:
Result: headwall interface cable.

Event description:
It was reported by service report that the bed exit is not working with the nurse call station. It is unk if there was pt involvement. However, no adverse consequences were reported.